Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 15nov2024. Intermittent low flow events were captured between 08:53:15 and 09:03:27, multiple resulting in low flow alarms. During these events, flow was captured at 2.1-2.4 lpm. Otherwise, flow ranged from 2.5-4.1 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4, ¿system monitor, explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital after losing consciousness and was found to be in ventricular tachycardia and was shocked out. Log files were submitted for review and captured low flow events on 15nov2024 while the pulsatility index was elevated. There did not appear to be any type of mechanical circulatory support equipment issues causing those events. It was later reported that no products were damaged, of concern, or exchanged and that the equipment per log files was working properly as well. It was additionally reported that the patient had a history of ventricular tachycardia before their left ventricular assist device (lvad) implant. The patient also had an implantable cardioverter defibrillator implanted pre-lvad, which was noted to have been decommissioned in the past. Cardioversion was performed, amiodarone was initiated, and mexilitine was continued. Patient was sent home and the arrhythmia resolved.